Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 98-150 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (31) and the normal result (150) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage or user had an inaccurate reference or user reused test strip oruser's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Caller normally is around 98-150mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (31) and the normal result (150) is located in zone c/d. No adverse event reported.